Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported a display failure wherein an led is intermittently shorting out. The customer also reported "something is loose inside." No consequences or impact to patient were reported.